Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the tip of the filter was 1.7 cm inferior to the lowest renal vein. There was slight anterior tilting at the apex and 10 degrees of tilting to the right.